Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the reset process. The malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue should recur.